Manufacturer narrative:
The reported product has been returned and investigation is pending at this time. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device was not charging. The product was returned and investigated for the charging issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage was observed. The customer returned usb charger and usb cable with the reader. Visual inspection was performed on the usb charger and charging cable and no issues were observed. No opens or shorts were observed. Usb charger and charging cable passed testing. Visual inspection has been performed on the returned power adapter and no issues were observed. Load tester was used to test returned power adapter and voltage was observed to be within specification. Power adapter passed testing. Customer reported that: her reader was not charging. It was observed that reader was not powered on. The returned reader was further investigated and de-cased. Performed an internal visual inspection on the reader's pcba (printed circuit board assembly) and burn marks were observed. A further extended investigation was conducted. Visual inspection was performed using a digital microscope on the returned device and burn marks were observed on the u13 chip of the returned reader therefore, the observation made in previous phase of the investigation is confirmed. No anomalies were observed on the returned usb cable or returned power adapter. Data review is not required as glucose data readings would not give any indication of smoke, explosion, or fire occurring. The returned reader was brought to the bench to perform functional testing. The returned battery voltage was measured, however results were not within specification. No abnormalities were observed on the returned battery, and it was observed to charge normally. The returned reader was observed to be too hot to hold when connected to a charged known good battery, regardless of its charging state. Off-current consumption testing was performed to check the current draw of the returned reader, however results were not within the required specification the readers with an stm processor present. Which indicates the reader was drawing excessive electrical current from the battery. Additionally, a thermal inspection was conducted using a thermal camera and hotspots were observed on the reader's cpu (central processing unit), u5 and, u13 components during the inspection, indicating that the three components on the returned reader were contributing to the excessive electrical current drain. The excessive current drain and hotspots observed are known symptoms of a reader that has been supplied with excess current through its charging function by the use of a non-abbott supplied power adapter. A cable tester was used to test the returned usb cable. And no opens were observed. Load tester was used to perform a test on the returned power adapter and voltage was observed to be within the specified range. A reader self-test was unable to be performed due to the inability to power on the returned reader. This issue is not confirmed due to user error (incorrect adapter used) as damage to the returned reader's cpu, u13, and u5 components was found through bench testing. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device was not charging. The product was returned and investigated for the charging issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.